Event description:
It was reported that balloon burst occurred. The severely stenosed target lesion was located in the mildly tortuous and calcified femoral to popliteal artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 2 minutes, the balloon burst. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter and part of an introducer sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed longitudinal tear 6mm from the tip and is approximately 4.5cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon burst occurred. The severely stenosed target lesion was located in the mildly tortuous and calcified femoral to popliteal artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 2 minutes, the balloon burst. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.